Event description:
Reporter alleged blood glucose measured 500 mg/dl back to back with a result of 100 mg/dl when testing was performed <5 minutes apart. Customer stated going to the emergency room as a result and 1/2 hour later the hospital measured glucose to be 300 mg/dl. Customer indicated being treated with 16 units of insulin as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.